Event description:
On (B)(6) 2010, the patient reported her infusion site area was "burning and hurting really bad" and when she removed the infusion set headset the cannula was bent. She inserted a new headset. No blood glucose issues were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.